Manufacturer narrative:
Additional information: medtronic received information that the patient was under anesthesia when the reported issue occurred. The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the psu would not power on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the psu for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a cranial resection, the positioning sensor unit (psu) of the navigation system would not power on. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided. There was no reported impact on patient outcome.